Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported results of 568 mg/dl and 174 mg/dl within 10 minutes on the nano smart view system. No actions taken based on device results. In addition, customer reported results of hi (>600 mg/dl) and 255 mg/dl within 10 minutes on the nano smart view system on same date. Customer took 4 units of humalog 75/25 based on these results. Customer also reported results of 352 mg/dl and 43 mg/dl within 10 minutes on the nano smart view system on the same date. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.